Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 600 mg/dl, cause was unknown. The customer was hospitalized and treated with intravenous fluids of saline and insulin, resolving the issue. The customer was released later the same day with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.